Event description:
On (B)(6) 2025, the user reported recurrent low blood glucose values overnight, including the lowest value of 42 mg/dl and the highest value of 336 mg/dl, with values outside range for over 90 minutes. The ilet device alerted appropriately, and the user did not require emergency medical services or medical intervention. The event was resolved without reported symptoms or injury, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.